Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: 806.004.02s, lot #: 8l00303, manufacturing site: (B)(4), release to warehouse date: 06 apr 2021, expiry date: 01 mar 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, screws were broken while placing into to patient¿s body. There were fragments generated and removed without additional intervention. The surgery was completed successfully with 10-minutes delay. There was no patient consequence. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves seven (7) devices. This report is for (1) 2.0mm rapid resorbable cortex screw 4mm-sterile. This report is 2 of 7 for (B)(4).